Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during occlusion test and was unable to prime during the prime test due to moisture damage inside the force sensor resistor. It was unable to perform the occlusion test due to the error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose in the 400 mg/dl range a couple of days back and treated with manual injections. The customer also reported the insulin pump alarmed compromised force sensor system during prime with two different infusion sets. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was 170 mg/dl. The alarm history showed multiple compromised force sensor system alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.